Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
A patient enrolled in a clinical study was reported to have undergone radiographic analysis which revealed glenoid component lucency fourteen days post-implantation.